Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. Insulin injections were administered to address bg. Customer alleged pump was not delivering insulin properly and customer adjusted pump settings to compensate. Pump system check with tandem technical support found the pump was functioning properly; however, customer maintained that there was an issue with the pump and requested a pump replacement. Customer reverted to using manual injections for insulin therapy.